Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml 21ga 1-1/2in bil had foreign matter. The following information was provided by the initial reporter translated from spanish to english: two syringes presented particles (one on the plunger and the other inside the same syringe).

Event description:
No additional information.

Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, a syringe is displayed, foreign matter can be observed. Unable to confirm if its inside or outside the fluid path. Physical sample is required to further analyze and identify the foreign substance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Production line will be checked to eliminate any type of contamination. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.